Manufacturer narrative:
The complaint investigation included a search for similar complaints, and the review of complaint text, trending data, labelling, and device history records. Return testing was not completed as returns were not available. The ticket search by lot indicates that the reagent lot performs as expected for this product. Tracking and trending review did not identify any trend regarding commonalities for lot number and issue. Device history record review on lot 21021ui00 did not identify any issues associated with the complaint lot. Labeling review concludes that the issue is adequately addressed. Historical performance of reagent lot 21021ui00 was evaluated using worldwide field data and determined that the median population result for the lot is comparable with all other lots in the field and confirms no systemic issue for the lot. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I lot number 21021ui00 was identified.

Manufacturer narrative:
Patient identifier: (B)(6). All available patient information is included. Additional patient details are not available. An evaluation is in process. A follow up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 3p25, that has a similar product distributed in the us, list number 2p98.

Event description:
The customer reported false positive architect stat high sensitive troponin results, with the architect i1000sr analyzer, for one (B)(6) year old patient. Customer provided that on (B)(6) 2020 sid (B)(6) results = 255.3 ng/l and on (B)(6) 2020 sid (B)(6) results = 245.8 ng/l (cut off ranges: overall population = 26.2 pg/ml). The customer added other test methods, ortho, ebmd and siemens were all negative. There was no impact to patient management reported.